Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, the operator inadvertently did not press stop before disconnecting the patient. This introduced air into the blood circuit and triggered air alarms. Only a partial rinseback was performed, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently introduced air into the circuit, precluding rinseback. The cycler alarmed appropriately. The user's guide provides adequate instructions for patient connections and end of treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.